Manufacturer narrative:
(B)(4).

Event description:
In late (B)(6) 2011, the pt had pain at the pump site that randomly came and went, but it was getting more frequent. The pt had an appointment to discuss moving the pump or switching it to the other side because he thought that the pump was "pressing on a nerve or something." In mid-(B)(6), it was reported that the pt had pain around the pump and the pump was being moved to another location. It was also noted that since implant, the pt had suffered from urinary incontinence. The pt was also looking for "more potent drugs" other than the morphine currently in his pump. The hcp planned to change the drug from morphine to a higher concentration of fentanyl and dilaudid. In mid-(B)(6), it was reported that the pt had new drugs in his pump and that the pump had been moved from his right side to his left side. The pt was having "break through" pain and pain related to osteoporosis. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.